Event description:
Additional information received via email. The event happened on 04-jun-2023 during the technician setup for patient use. No adverse patient effects were reported by the customer.

Event description:
It was reported that the device was giving inaccurate temperature readings. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other text: d10, h3, and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device was received with a scratched up front cover, corroded quick connect, water tank cover was scratched up, plate clip was discolored, and the pole clamp was discolored. Functional testing confirmed the complaint. Root cause was attributed to a corroded heater. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced: heater, quick connect, water tank cover, plate clip, pole clamp, and front cover. Performed preventative maintenance and calibrated the device. The device passed functional testing after the completed repairs.